Event description:
Media leak [product complaint]. No adverse events [no adverse event].

Manufacturer narrative:
Case reference number (B)(4) is a spontaneous product quality complaint (pqc) report initially received from a burn therapy specialist (bts) via customer care representative on 12-feb-2021 regarding epicel 'media leak' and *no adverse events*. *in addition to burn covering greater than 30 % of total body surface area (tbsa), no other medical history was provided. * the patient's concomitant medications were not provided. On 11-feb-2021, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right)) were performed. All results were reported as "pass". Qc lot release assay (implemented 29-sep-2019) 3t3 residual assay qc2-136 was reported as <0.1 pass. On 12-feb-2021, bts from vericel reported that total of 41 epicel autografts (cultured epidermal autografts, lot number: ee02728a, expiration date: 12-feb-2021) were shipped. Bts reported finding a small amount of media leak in the top bag with 24 epicel autografts within the sealed plastic. The second bag containing 17 grafts was sealed and showed no signs of a leak. The third bag, that acted as a filler, showed no signs of a leak as well. After inspection of all 41 grafts, the seals appeared intact, all had medium within the tray surrounding the graft, and the grafts did not appear to be compromised. All 41 grafts were utilized. *on 12-feb-2021, the patient received 41 epicel autografts (cultured epidermal autografts, lot number: ee02728a, expiration date: 12-feb-2021), for a greater than 30 % tbsa burn. * *there were no adverse events due to epicel grafts. * no further information was provided. All follow-up information is included in the case narrative above, with the latest information presented between asterisks (*). Follow up information received from a quality control manager on 02-mar-2021 included qc lot release assays. Follow-up information received from a burn therapy specialist on 12-mar-2021: epicel indication was provided. Date when the patient received epicel grafts provided. Confirmation that the patient did not experience any adverse events due to the epicel graft. Patient demographics provided. Case comments: product complaint is listed by convention. Reportedly, a small amount of media leaked in the top bag with 24 epicel autografts within the sealed plastic. The second and the third bag showed no signs of a leak. After inspection of all shipped grafts, the seals appeared intact, all had medium within the tray surrounding the graft, and the grafts did not appear to be compromised, therefore all 41 grafts were utilized. Qc sterility and release assays were reported as "passed". No adverse events were reported. The leakage of small amount of media did not cause or contribute to death or serious injury but there was a potential to cause serious injury if the event re-occurred. Therefore, this case is assessed as a 30-day medical device report due to the device malfunction and it will be expedited to the us FDA. The report did not qualify as a 15-day report.

Manufacturer narrative:
Case reference number (B)(4) is a spontaneous product quality complaint (pqc) report initially received from a burn therapy specialist (bts) via customer care representative on 12-feb-2021 regarding epicel 'media leak'. The patient's concomitant medications and medical history were not provided. On 12-feb-2021, bts from vericel reported that total of 41 epicel autografts (cultured epidermal autografts, lot number: ee02728a, expiration date: 12-feb-2021) were shipped. Bts reported finding a small amount of media leak in the top bag with 24 epicel autografts within the sealed plastic. The second bag containing 17 grafts was sealed and showed no signs of a leak. The third bag, that acted as a filler, showed no signs of a leak as well. After inspection of all 41 grafts, the seals appeared intact, all had medium within the tray surrounding the graft, and the grafts did not appear to be compromised. All 41 grafts were utilized. No further information was provided.

Event description:
Media leak [product complaint].